Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix of the lead was damaged. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix stretched out and became deformed was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix was stretched and clogged with blood. X-ray examination found the helix was stretched consistent with procedural damage. The cause of the reported event is consistent with procedural damage.